Event description:
Initial symptoms began with weight gain, irritable bowel syndrome and loss of sex drive. Diagnosed with corrective tissue disorder, fibromyalgia and sjogren's. Increased lethargia, brain fog, skeletomuscular issues, daily migraines. Debilitating symptoms. Low blood pressure, disc herniation in neck, leaky gut, insomnia, night sweats, fibromyalgia, brain fog, constipation, fatigue, joint pain, memory loss, blurred vision, sensitive to light and sound, sharp pain in breast, swollen nodes, burning in breast, etc. FDA safety report ID# (B)(4).